Manufacturer narrative:
Other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient presented to the ER with bilateral weakness. It was thought to be linked to their deep brain stimulation (dbs) therapy. The hcp requested a manufacturer representative (rep) to interrogate the patient¿s device. Additional information was received from the hcp indicating the patient started having unilateral weakness on (B)(6) 2017. A CT scan on their head, lab work, along with an electrocardiogram (EKG) were performed as diagnostics. The patient was admitted for stroke care and anticoagulants for the source and cause of the stroke. The bilateral weakness was not resolved as the patient was working in rehab for the stroke. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.